Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert that the lead impedance had increased and was out of range. Sensing and threshold were fine. There is no information regarding actions taken and the lead is reported to still be implanted. The patient is reported to be in good condition.